Event description:
The manufacturer became aware of a ds2adv auto CPAP device. A device was returned to a third-party service center. During the evaluation of the device, they found out that the pca has several burned components, such as q3 and u2. Error codes were found. Pca needs to be replaced. Blower with contamination, blower outlet seal/isolator kit with contamination, blower box kit with contamination, iso port kit plus with contamination, inlet/outlet seal with contamination, top enclosure kit with contamination, ui bezel plus with physical damage, and heater plate kit with contamination. Device was not repaired due to customer request scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.